Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device.. Technician performed calibrations to include oxygen sensor calibration. Performed operational verification procedure. Found fraction of inspired oxygen out of specification. Calibrated blender. Ran vent at various fraction of inspired oxygen settings. No alarms noted. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that air leak coming from the back of the unit occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.